Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model:sc-2218-50. Serial: (B)(4). Batch:7103662/7104358.

Event description:
It was reported that the patient had an infection at the pocket site. Discomfort, redness and drainage were noted. The patient was given antibiotics and the patient underwent a system explant procedure. The patient was doing well postoperatively and the explanted devices were not returned as they were discarded by the medical facility.